Event description:
The balloon ruptured with a clean break in the center. The catheter also broke near the distal radiopaque marker. The customer was using a large syringe instead of an inflation device. The broken section of the device was removed from the pt during the procedure without intervention. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation.